Manufacturer narrative:
G4:26dec2020. B4: 07jan2021. The remote service engineer (rse) evaluated the device with the assistance of the customer and confirmed reported problem. The rse advised to swap out the mc pcb to see if resolves the issue. The rse replaced the pcba, motor contr, 3rd gen and resolved the reported problem. The ventilator passed all testing and operated within the manufacturing specifications and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer called into technical support (ts) reporting that the device is alarming when powering unit on. The customer reported there was no patient involvement at the time the issue was discovered.